Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alleging possible under delivering insulin. Customer experiencing high blood glucose. Customer declined troubleshooting. The insulin pump will be and reservoir will not be returned for analysis.